Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water did not pour in easily and also reported that the water did not drain out completely during the pretest. It was stated that the balloon was partially deflated, however the catheter was removed when the balloon was tried to be deflated gently by syringe manually and by pumping. Per follow-up information received via ibc on 29mar2022, stated that the damage in the balloon was unknown.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure could be punch depth too large. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way silicone catheter with cut portion of inlet tubing. Visual inspection of the sample noted balloon was partially inflated. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution could not be withdrawn. The balloon was dissected and found that the notch is double perforated. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter.¿ the actual/suspected device was inspected.

Event description:
It was reported that the water did not pour in easily and also reported that the water did not drain out completely during the pretest. It was stated that the balloon was partially deflated, however the catheter was removed when the balloon was tried to be deflated gently by syringe manually and by pumping. Per follow-up information received via ibc on 29mar2022, stated that the damage in the balloon was unknown.